Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigaiton ongoing. A detailed investigation was performed by an expert from the technical service: the investigation of the device and the logfiles have shown that the root cause of the incident was a defective blower module (part no. Msp160554). The service technician replaced the defective blower module and successfully ran all required functional tests. The device worked as intended again. The defective blower module caused the device to switch off and the user had to replace the ventilator. In a worst case scenario the replacement of the ventilator could lead to a deterioration of the state of health of the patient. Therefore, the case was assessed reportable. There was no patient harm.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "the device failed during ventilation, generating blower-related errors before switching to ambient mode. It was then switched off and replaced by staff. Additional details regarding potential patient risks and subsequent procedures are pending and will be provided once the customer shares further information."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "the device failed during ventilation, generating blower-related errors before switching to ambient mode. It was then switched off and replaced by staff. Additional details regarding potential patient risks and subsequent procedures are pending and will be provided once the customer shares further information." Health impact: (2) no clinical signs, symptoms or conditions.